Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Information was received indicating that the smiths medical, cadd administration set, was leaking as the tubing became disconnected from the connector. It was reported it broke at the point where the tubing is fused to a connector that attaches to the IV. No additional information is available at this time. No adverse patient effects were reported.

Manufacturer narrative:
Report source: (B)(6).